Manufacturer narrative:
Product in complaint will not be returned. The customer has discarded the reported guidewire; therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed.

Event description:
A patient was hospitalized and an ivtm therapy was needed for environmental hypothermia. During insertion of the zoll quattro catheter, the physician passed the catheter over the provided guidewire; however, had difficulty removing the guidewire. Once the guidewire was removed, kinks were noted at the distal end. The physician placed a second catheter by obtaining an additional guidewire from intervention lab without any issues. No patient consequences were reported.